Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced cardiac arrest. The patient was programmed to voo with max outputs and was capturing with a rate of 100. There was no underling rhythm and an inquiry regarding why the patient had cardiac arrest was requested. Boston scientific technical services (ts) discussed possible root cause that the device should be interrogated with a programmer to rule out a device issues, and if everything appeared normal there may be something clinical and not device related. No adverse patient effects were reported. The system remains implanted.